Event description:
The clinician reports the implant was inserted on (B)(6) in ada 14. On (B)(6) loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, abscess and fistula. No further patient complications were reported.